Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8358938. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the retention samples associated with this lot number were subjected to pull force testing; results from this test found the catheter tubing to be within the limits mandated by product specifications. However based on the description of the event, our engineers were able to determine that the most likely root cause for this event was patients removal of the device exceeded the force limits associated with typical device usage. Bd will continue to track and trend for this issue.

Event description:
It was reported that catheter broke and separated from hub when patient removed catheter, catheter thought to be in patient therefore requiring medical intervention with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it was found catheter lost when patient removal the catheter by himself. Then, the catheter was confirmed not to be in the patient's body by x-ray and b-mode ultrasonography. After careful searching around the hospital bed, it was found that the tip part of the catheter, but the middle part of the catheter were still missing.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter broke and separated from hub when patient removed catheter, catheter thought to be in patient therefore requiring medical intervention with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it was found catheter lost when patient removal the catheter by himself. Then, the catheter was confirmed not to be in the patient's body by x-ray and b-mode ultrasonography. After careful searching around the hospital bed, it was found that the tip part of the catheter, but the middle part of the catheter were still missing.